Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned. It has not yet been received. A follow-up report will be submitted with all additional, relevant information. The other nine perclose proglide devices, referenced are filed under separate medwatch manufacturer report reference numbers.

Event description:
It was reported that arteriotomy closure of a right common femoral artery was attempted using ten proglide devices. Reportedly, the proglide devices were deployed with no success. The method of achieving hemostasis was not reported. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Event description:
Subsequent to the initial medwatch report, during a case review it was found that this is a duplicate of an incident that was previously reported under MFR #2024168-2019-01953.

Manufacturer narrative:
Internal file number - (B)(4). Subsequent to the initial medwatch report, during a case review it was found that this is a duplicate of an incident that was previously reported under MFR #2024168-2019-01953. All information is conserved under MFR #2024168-2019-01953.